Event description:
Meter name: one touc basic original. Strip name: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: sweaty, clamy hands, and eyes rolling back. A patient reported they were treated by emt. Their meter allegedly would only prompt not ok message. The result on the emt meter was unknown. The time difference between patient's meter and emt was unknown. Treatment was unknown. Doctor changed insulin dosage. No further information has been reported.